Event description:
It was reported that the cassette disengagement alarms occurred frequently. The event occurred during infusion, and no patient harm or adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. Review of the event history log (ehl) showed an "no disposable" alarm was recorded in the event log once. The device was visually inspected and there was no physical damage to the device. The functional testing was performed and the customer reported issue was not confirmed/replicated. The root cause of the event was unable to be identified because no reported issue was replicated in the device. The service history review had no indication that the complaint was related to a service of the device within the review period. As a preventive measure, the downstream occlusion sensor was replaced. The device passed all functional tests with no problem after the repair.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that the device had been serviced before. The device was in good condition. The customer issue was not replicated. As a preventive measure, the upstream occlusion sensor was replaced. The device passed all functional tests with no problem after the repair was completed.